Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implant of this implantable cardioverter defibrillator (ICD) and connection of the chronic right ventricular (rv) defibrillation lead to the device header, high pacing impedance measurements of 1,433 ohms and high out of range shock impedance measurements greater than 125 ohms was observed. No noise was observed on the lead. Boston scientific technical services (ts) discussed the option of continued monitoring in the absence of any noise on the lead. This product remains implanted and in service. No adverse patient effects were reported.